Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 10/12/2021 a manufacturing record evaluation was performed for the finished device lot number ap1812, and no non conformances / manufacturing irregularities were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4) date sent to the FDA: 10/12/2021

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? When was the needle detached/pulled off from the suture (in the package, during removal from package, during handling or during use on the patient)? Please specify was there any adverse consequence associated with the patient? What is the current condition of the patient?

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and suture was used. During the procedure, the needle broke. No adverse patient consequences were reported. Additional information was requested.